Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred, which the caller acknowledged and understood.